Event description:
It was reported that the failure was unknown and a functional check was requested. There was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(6). (B)(4). Evaluation summary: during product analysis components on top and bottom circuit boards failed and the boards were replaced. Also, the unit chain was broken and replaced. The unit was upgraded to current specifications, tested and passed all manufacturing specifications.

Manufacturer narrative:
Additional information was received about this event. It was confirmed that the user received an alarm alerting them to a problem with the device. They immediately stopped using the device and finished the case using a different unit. There was no patient impact.